Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glasses chipped, adhesive around lenses worn, light transmission failed, optical cover glass chipped, distal end cap worn, distal end adhesive worn, angle rubber worn, hole in the button, serial number plate stained, fluid ingress at scope connector, illumination failed uneven illumination, low angulation, knobs play, air/water not to specification, water removal failed, leaking from the bending section rubber, and electrical safety test failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite colonovideoscope channel blockage was noticed. It was reported that the procedure was completed using a similar device. Upon inspection and testing of the returned device, foreign material was found protruding from the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white foreign material in the air/water nozzle, but further clarification on the nature of the foreign matter could not be established from the information provided. A further cause of the suggested phenomenon could not be determined. Olympus will continue to monitor field performance for this device.